Event description:
Customer allegedly had afm gantry in an off center position. One tech was purportedly out of the exam room prepping a patient, the tech inside the room noticed the afm gantry drive by itself and had to kill power to the system to get it to stop. The gantry reportedly made contact with the table top on the c arm area by the ii and bent the table top down wards. No patient was on the table at the time.